Event description:
Contact reported difficulty releasing the instrument during surgery. After trying to pull the handles apart, they used a triton and a midas rex to cut the instrument off the construct while it was in the pt. Situation resulted in no injury to pt. There was a delay in excess of 30 minutes, and as a result an MDR is being filed.

Event description:
Contact reported difficulty releasing the instrument during surgery. After trying to pull the handles apart, they used a triton and a midas rex to cut the instrument off the construct while it was in the patient. Situation resulted in no injury to patient. There was a delay in excess of 30 minutes, and as a result an MDR is being filed.

Manufacturer narrative:
The distal end of the reducer attaches to the ridges on the screw head. The event that was reported can occur if the reducer is not properly seated on the screw head. Functional testing was able to reproduce the problem. Based on the evaluation, it appears that the reducer might not have been properly seated on the screw head causing the device to jam.

Manufacturer narrative:
The distal end of the reducer attaches to the ridges on the screw head. The event that was reported can occur if the reducer is not properly seated on the screw head. Functional testing was able to reproduce the problem. Based on the eval, it appears that the reducer might not have been properly seated on the screw head causing the device to jam.